Event description:
Reporter stated the infusion device displayed an e8 power interrupt error, but the error message could not be cleared by pressing the "ok" button. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).